Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced high resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. Isi has not received the hrsv or evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during prior to starting - pre-anesthesia, a video signal was missing on the right eye of the dual console system. Technical support reviewed system logs and found no related errors, then instructed the user to perform a hard power cycle and reset and clean the bfcs, but the issue persisted. The procedure was completed robotically using the other console without delay or harm to the patient. The procedure was completed as planned with no report of patient injury.